Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported problem. The fse was able to reproduce the reported event by running qc. The fse noticed the sample syringe plunger had some play in it while moving up and down. The fse resolved the issue by tightening the bracket that secures the plunger. The qc was still running high. The fse replaced the sample needle but the qc was still running high. The fse replaced the solenoid valve sv402; however, the issue persisted. The fse returned to the site on april 1st and decontaminated the substrate line with 10% bleach and then ran 3 types of controls, all controls were in range. The decontamination of the substrate line fixed the issue. The fse then validated the instrument by running customer prepared qc. The qc passed and within package insert ranges. Instrument meets performance requirements after service visit. The aia-360 analyzer is functioning as expected. No further action required by field service. The nozzle assembly was returned to tosoh instrument service center for investigation. The part was visually inspected and installed on a test bed instrument and the nozzle was put into wash mode and it operated normally running many cycles continuously. The nozzle did not fail; therefore, the field error was not replicated. The solenoid valve was also returned, and it was visually inspected and installed on a test bed instrument. The 2-way valve was put in the waste circuit and was ran continuously and it did not fail. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date (b))(6) 2021. There were two similar complaints identified during the searched period including this event. The most probable cause of the reported event was contamination of the substrate line.

Event description:
Customer reported that their quality control (qc) was out of range in the morning for intact parathyroid hormone (ipth) which is the assay they run on mas omni 21111 qc material. The customer repeated the qc run and l1 was still out of range, so the customer opened a fresh bottle of qc material for both l1 and l3 and ran them both. L1- 11.4 l3= 883 l1 is showing a approximate shift of 50% between the two different bottles of qc material run with no other changes made to the analyzer. The technical support specialist (tss) asked the customer to run a n=10 precision run on the l1 qc material and report back. Customer mentioned that the last visit from another field service engineer (fse) was for the same issue and the fse had replaced the sample needle. With all values included it indicates poor cv% but as it is seen the more samples run the cv% vastly improved. The tss found that this analyzer may only be used twice per week in 7 days. It is possible that the sample nozzle is not being flushed and wash system is not being flushed enough in the current usage and may require more fluid maintenance. The customer is requesting service. The customer needs to re-calibrate and is requesting service. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient sample. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.